Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), dyspareunia ("painful intercourse") and procedural pain ("following the hysterectomy and surgery to remove the essure device, plaintiff suffered a long and painful post-operative recovery"). The patient was treated with surgery (hysterectomy and removal of essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain lower, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and procedural pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A hysterectomy was performed to remove micro-inserts around 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain") and systemic lupus erythematosus ("lupus") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with headache, fatigue and alopecia, migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), nausea ("nausea"), urinary tract infection ("urinary infection"), cystitis ("bladder infection") and back pain ("lower back pain"). In 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and bladder disorder ("bladder problem"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy and surgery to remove the essure device, plaintiff suffered a long and painful post-operative recovery"), irritability ("irritability"), urinary tract disorder ("urinary problems") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with axotal (fioricet), antibiotics, surgery (total hysterectomy and salpingectomy on (B)(6) 2015) and surgery (hysterectomy and removal of essure on (B)(6) 2015,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, systemic lupus erythematosus, dyspareunia, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain, nausea, urinary tract infection, cystitis, bladder disorder, gastrointestinal disorder, back pain, irritability, urinary tract disorder and vaginal infection had resolved and the procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, irritability, migraine, nausea, pelvic pain, procedural pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2011-ultrasound, essure confirmation test showed total bilateral occlusion . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received events added from pfs- headaches, migraines, apareunia (inability to have sexual intercourse), dysmenorrhea, abdominal pain, nausea, vaginal discharge, fatigue, urinary infection, bladder infection, vaginal kinfection, hair loss, bladder problem, irritability, urinary problems, lupus, gastrointestinal condition, digestive system condition, lower back pain and dyspareunia (painful sexual intercourse) clubbed to previous events, reporter information added from pfs. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe lower abdominal pain") and systemic lupus erythematosus ("lupus") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for sterilisation: depo from 2010 to 2011. Concomitant products included azithromycin since 2012, metronidazole (metropast) since 2015 and salbutamol (albuterol) since 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with headache, fatigue and alopecia and back pain ("lower back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), nausea ("nausea"), urinary tract infection ("urinary infection/ uti") and cystitis ("bladder infection"). On (B)(6) 2012, 1 year after insertion of essure, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain ("abdominal pain/ pain abdomen"), bladder disorder ("bladder problem/ bladder problems or changes"), urinary tract disorder ("urinary problems/ urinary problems or changes") and mood swings ("hormonal changes (mood swings)"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("following the hysterectomy and surgery to remove the essure device, plaintiff suffered a long and painful post-operative recovery"), irritability ("irritability"), vaginal infection ("vaginal infection") with vaginal discharge and irritable bowel syndrome ("ibs"). The patient was treated with axotal (fioricet), antibiotics, surgery (total hysterectomy and salpingectomy on (B)(6) 2015) and surgery (hysterectomy and removal of essure on (B)(6) 2015,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, systemic lupus erythematosus, migraine, female sexual dysfunction, dysmenorrhoea, abdominal pain, nausea, urinary tract infection, cystitis, bladder disorder, gastrointestinal disorder, back pain, irritability, urinary tract disorder and vaginal infection had resolved, the dyspareunia and mood swings was resolving and the procedural pain and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, irritability, irritable bowel syndrome, migraine, mood swings, nausea, pelvic pain, procedural pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2011-ultrasound, essure confirmation test showed total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Essure start date updated to 07-jun-2011. Events uti, dysmenorrhea (cramping), urinary problems or changes, bladder problems or changes, pain abdomen were clubbed with previously reported events. Events irritable bowel syndrome, mood swings were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain. A hysterectomy was performed to remove micro-inserts around 4 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.